Event description:
The patient reported on 10/17/06 her blood glucose elevated between 200 to 500 mg/dl. To address her elevated blood glucose the patient tried changing her site, cartridge and using a new vial of insulin and switching over to her back up infusion device. The patient's blood glucose was still elevated. The patient's blood glucose range is from 120 to 150 mg/dl. The patient did not report any symptoms with her elevated blood glucose. The patient did report placing cold insulin cartridges in her infusion device. She was educated on letting her insulin warm to room temperature to help minimize air bubbles. The patient also reported that her adapter is over 6 months old. The patient was sent a replacement adapter. The patient stated on 10/16/06 she received a cortisone shot. She was advised that cortisone could cause her blood glucose to elevate. She was instructed to contact her endocrinologist. The patient received a follow up phone call to see if her blood glucose returned to normal. The patient stated that her basal rates were raised due to her receiving a cortisone shot. She confirmed that the cortisone shot caused her blood glucose to become extremely elevated. No product will be returned for evaluation.

Manufacturer narrative:
H.6: no product will be returned for evaluation.